Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6(device code). Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)]

Event description:
The literature article entitled, "total hip arthroplasty in patients 55 years or younger: risk factors for poor midterm outcomes" written by mohamad j. Halawi, david brigati, william messner, and peter j. Brooks published by journal of clinical orthopaedics and trauma (2016) accepted by publisher 24 december 2016 was reviewed. The article's purpose: "the purpose of this study is to estimate the 5-year survival rate of modern cementless tha in patients 55 years or younger." Data was compiled from 426 patients with ages range 19-55 and follow up of at least 5 years. It is noted that depuy and non-depuy implants were included in the study with either mop or mom bearings. The article does not identify which specific products are associated with the adverse events. The article does not provide adequate information to determine accurate quantities. The article does not provide significant details regarding the adverse events. Depuy products utilized: corail stem, srom stem, metal femoral head, pinnacle cups, liners (poly or metal). Adverse events: revisions for the following reasons: infection, cup loosening, periprosthetic femoral fractures, loose stems.